Manufacturer narrative:
Resmed was informed that the device would be sent to an authorized third party service center for evaluation and service. No additional information is available, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.